Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppd and medical records received. Part/lot information received. Post-operative progress note indicated the patient was revised on (B)(6) 2011 for a failed right hip. The reason for revision is unknown at this time, but since a ppd was received and this complaint is legal as implants revised are being reported. The sticker sheet only includes 4 acetabular screws, but the primary operative note states 5 screws were implanted so 1 unknown screw is being reported.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search finds other reported incidents against product codes 121720500 and 121730058, lots 442046 and e14k31. A review of the device history records for these product/lot combinations did not reveal any related manufacturing anomalies. A complaint database search on the remaining product code/lot numbers finds no additional reports. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.